Manufacturer narrative:
(B)(4). Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s battery did not hold the charge. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.